Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as diagnosis, the patient was hospitalized for the event and began treatment for the peritonitis with injection vancomycin intravenously. Six days later, the patient began treatment with oral vancomycin (doses and frequencies were not reported). The outcome of the peritonitis event was unknown. At the time of this report, the patient remained hospitalized and pd therapy was ongoing. No additional information is available.